Manufacturer narrative:
Batch review performed on 18 february 2026. Reverse shoulder system 04.01.0510 hum. Rev. Constrained e-cross liner d 32/+6 (k250338) lot 2503936: (B)(4) items manufactured and released on 25-mar-2025. Expiration date: 09-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0206 lat. Glenosphere 32xd 24.5 (k193175) lot 2430417: (B)(4) items manufactured and released on 4-apr-2025. Expiration date: 17-mar-2030. No anomalies found related to the problem. To date, 13 items of the same lot have been sold with one similar reported event during the period of review. Root cause: dislocation is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
On (B)(6) 2025, a shoulder surgery was performed. Approximately (B)(6) months after the primary, the patient presented with pain associated with recurrent dislocation of the glenosphere and liner; the cause is unknown. Previous episodes were managed with closed reduction. The surgeon revised the liner with a constrained liner of the same size to address the dislocations. The surgery was completed successfully. At about (B)(6) month after the first revision surgery, the patient again presented with pain due to multiple dislocations of the liner from the glenosphere. Previous episodes had been managed with closed reduction. The surgeon revised the baseplate and upsized both the liner and the glenosphere to address the dislocations. The procedure was completed successfully.